Event description:
Caller reported blood glucose results of 584 mg/dl, 232 mg/dl, 264 mg/dl, 163 mg/dl, 229 mg/dl, 149 mg/dl, and 172 mg/dl on the aviva system within 10 minutes. Reported no adverse event relative to discrepancy. A request was made for the return of the system, replacement was sent.